Manufacturer narrative:
(B)(4). Batch # t5e45f. Device analysis: the analysis found that one ec60a device was returned with no apparent damage and with an ecr60b cartridge reload loaded on the device. The cartridge was received partially fired 1/16, with eight double drivers and two single drivers out of position, making the reload non-functional. In addition, the cartridge pan was noted to be partially dislodged from left proximal side. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. No conclusion could be reached as to what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an open hepatectomy, the device would not fire. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.